Event description:
It was reported the distal tip of this .018 wire detached in the hepatic system during a transhepatic cholangiogram procedure. The pt was transferred to another facility where the detached wire segment was successfully retrieved. This device has not been returned for evaluation. Therefore, no failure analysis is available. Follow up revealed extreme difficulty was encountered gaining access for this procedure. Add'l guidewires were opened, including guidewires from another MFR, and a number of unsuccessful entry attempts were made before successful access was gained. Follow up with the physician indicated he could not confirm the guidewire that detached was the guidewire packaged in this kit. It was also indicated significant resistance was encountered during this procedure. Co feels user technique and/or pt anatomy may have contributed to this event. However, co cannot determine the exact cause for this event. Co's directions for use state: "caution: withdrawal of the .018/.038 wire should be smooth and without resistance. If resistance is felt, carefully remove wire(s) and system as unit."